Event description:
Perclose was inserted into patient to close right groin. The perclose was defective and did not allow blood flow through device. The defective perclose was removed and a new perclose was used successfully.